Event description:
Hospital personnel were treating a patient in the ep/cath lab. The patient went into v-fib and the operators delivered a countershock to the patient. The device reportedly displayed a flatline on the screen. The operators switched the ECG input of the device from paddles mode to lead ii and the patient's rhythm was displayed as normal sinus rhythm. There were no adverse effects reported to the patient as a result of the reported malfunction.